Event description:
Three devices (part#cev134) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 3: cev134 (lot#09/03) - mfg date: 09/2003. Device 3 of 3: cev134 (lot#05/06) - mfg date: 05/2006. The device (part#cev134-lot#120702) was evaluated and indicated that the black plastic part was carbonized, which creates a short circuit. The plastic combustion was the result of the formation of an electric arc. The origin is very likely due to the presence of humidity or residue that could be due to insufficient drying or cleaning of the instrument or cable. In addition, the incident was repeated on several different instruments, a cable malfunction could also be the cause. Cev134-lot#09/03 was evaluated and indicated that the tube was broken. The electrode coating was extremely damaged. The instrument was in short circuit. The cause was likely an excessive force and abnormal abrasion on the electrode coating. Cev134-lot#05/06 was evaluated and indicated that the instrument presents markings not affixed by microfrance. (B)(4). The plastic spacer between the connection pins was damaged and does not seem to be the original. The superior pin was also modified. The instrument was probably repaired by an unqualified medtronic service provider. The instrument was declared unrepairable. (B)(6). Eval of cev525 indicated the sheath was extremely damaged and cut. The instrument was most likely subjected to abnormal use. The sheath was most likely damaged when being removed from the trocar or with a cutting instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).